Event description:
A customer stated that when they tested using the dex pt received a result of 177 mg/dl. Upon repeat testing the results were reversed. While on the phone a review of the operation of the system was conducted. The display, co was told by the customer, was missing various segments. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.